Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the battery interconnect board. The battery interconnect board will be replaced to rsolve the report. The battery interconnect board was scrapped after testing. The device will be recertified and returned to the customer once the repair estimate has been approved. Anaysis of the report of this type has not identified an increase in trend.